Event description:
It was reported that intermittent right ventricular (rv) lead t-wave oversensing (twos) was observed. The rv lead sensitivity was re programmed and the lead remains in use. No patient complications have been reported as a result of this event.